Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin pump error alarm. The customer¿s blood glucose level was 6.4 mmol/l at the time of the incident. Customer stated they were able to clear the alarm and finish complete prime process. Customer was performed self test and again insulin pump error was occurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Pump error 63 alarms are confirmed in pump history file due to a broken trace at keypad assembly.